Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, when preparing screw holes for the vu apod prime anterior lumbar interbody fusion (alif) device, as the surgeon positioned the handheld drill guide, the straight drill and awl as well as the u-jointed drill and awl would not easily feed through the drill guide. The tolerance was very tight and it added an additional 20 minutes surgery time.